Event description:
The customer tested his blood glucose on suspect device and it was 113 mg/dl. He took his insulin as indicated by the sliding scale and 20 minutes later, he was having a low blood glucose seizure. The paramedics were called and they tested his blood glucose with their device and it was 31 mg/dl. He was given juice and taken to the hospital.